Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that an intermittent out of range signal occurred on (B)(6) 2016. No injury or medical intervention was reported. It was reported that the patient using the device was under 12 years of age. Labeling states: the t:slim g4 system is indicated for use in individuals 12 years of age and greater.